Event description:
Since 2003 there have been four (4) cases of skin injury that appear to be related to contact with betadine (povidone iodine). Saturation of linen with povidone iodine prep solution from medline wet prep tray kits occurred in each case with the pt remaining in conact with the saturated linen. At the conclusion of the cases skin injuries, u and c shaped were noted in the general vicinity of the pt contact with the linen. Generally these skin injuries were superior to the contact points of the grounding pad, occurring on the lateral aspects of the legs and thighs, and on the buttocks. The injuries generally followed a "drip" pattern that correlates with the iodine stains on the linen. There were additional concerns that the betadine concentration maybe inappropriately labeled, with a stronger concentration of betadine packaged as a 10% solution. Incidences of this were heard and a maude search was requested by the site.